Event description:
The customer reported that there was a precharge voltage error, which may prevent the system from booting. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cap, filament driver, charger cable and charger printed circuit board were replaced. The system was tested and found to be working as intended and put back into service.